Manufacturer narrative:
During an atrial tachycardia ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop and a cardiac perforation was discovered. Pericardiocentesis was performed and the patient required extended hospitalization for a few days simply for monitoring the event. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. On 4-feb-2026, the device lot # was identified to be 31749021l. Field d4. Lot has now been populated. Additionally, based on the availability of the lot number, the device manufacture date, expiration date, primary UDI number have also become available and appropriate fields have been populated. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During an atrial tachycardia ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop and a cardiac perforation was discovered. Pericardiocentesis was performed and the patient required extended hospitalization for a few days simply for monitoring the event. The report indicated a cardiac perforation was noticed in the patient after some ablation had completed in the aorta with the thermocool smarttouch sf catheter. The patient's blood pressure dropped, and cardiac perforation was discovered and confirmed on intracardiac echo (ice) with a reprocessed stryker soundstar catheter. The medical intervention provided was pericardiocentesis, and about 180cc of fluid was removed. The blood pulled from the patient during the pericardiocentesis was venous. The patient is in stable condition. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was that placement of the rv catheter had to be the main culprit. The physician does not believe it to be thermocool smarttouch sf catheter, soundstar, or optrell related. The patient¿s outcome of the adverse event was reported as fully recovered (no residual effects). The patient required extended hospitalization because of kept in the hospital for a few days simply for monitoring the event. Nothing noteworthy happened during these days. The number of performed ablations were unknown but ~15. The relevant tests/laboratory data indicated that all activated clotting time (act0 during the procedure were ¿out of range high¿. The sheath and the catheters exchanged was the ra was mapped with the optrell and exchanged once for the thermocool smarttouch sf. The retrograde access was mapped and exchanged with the thermocool smarttouch sf also once. No transseptal puncture site was performed during the procedure. Based on the information available, the event will be reported under the thermocool smarttouch sf ablation catheter since ablation did take place.